Event description:
It was reported through technical services that the svc impedance had been infinite and then declined to the 1700 ohm range. The patient later reported sweating and feeling very tired. He said the leads were fractured. Both leads were subsequently replaced. Additional information was later received in a lawsuit alleging that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and that the patient suffered "physical and other injury". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.